Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's left ventricular lead exhibited loss of capture. Fluoroscopy imaging on (B)(6) 2020 confirmed lead dislodgement. The lead was explanted and replaced. The patient was noted to have been successfully discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.